Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in the planned non-emergency treatment when the issue occurred, and the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not be turned off and did not work. Analysis of the system log file showed intermittent problem with the flexvision pc. The fse replaced the flexvision pc in this follow up case to resolve the issue. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not turn on. The device was in clinical use. Philips has started an investigation of the complaint.